Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Email address for contact office in manufacturer field is (B)(4). (B)(4).

Event description:
Customer contacted tsc to report discrepant results of forward typing on a single patient run on the vision using mts abd monoclonal and reverse card lot 010721037-17, exp 27-oct-2021, and 0.8% affirmagen lot 8a257, exp 04-may-2021. Mts diluent 2 plus lot mdp198 on instrument. Mts diluent 2 plus lot mdp196 for manual gel testing. Issue started on (B)(6) 2021. Patient clinical history: patient's diagnosis: not provided. List of medications: unknown. Transfusion history: not provided. Patient had a historical blood type of a positive. The customer reported that the last successful qc (quality control) was run on 14-apr-2021. The customer reported that: no expired product was used. The gel card storage temperature range is as per IFU (instruction for use). The gel card orientation is upright. The red blood cell storage and handling is as per IFU. The visual appearance before use is acceptable. The vials were not freshly opened. Customer noted discrepancy between forward and back typing - as instrument flagged result. Forward typing - opos, reverse typing - type a. Anti a well - negative (expected positive). Anti b well - negative. Anti d well - positive. Control well - negative. Reverse a cells - negative. Reverse b cells - positive. Customer repeated testing in manual gel utilizing the same 0.8% affirmagen lot and mts abd monoclonal and reverse card lot, but mts diluent 2 plus lot mdp196 - result a pos (no discrepancy between forward and back typing.). Customer also repeated in manual tube method (reagent information not provided) results a pos (no discrepancy between forward and back typing). Customer repeated aborh qc on vision - acceptable. Customer repeated patient sample on vision as well and same discrepant result obtained. No erroneous results were reported to provider. Customer reported based on manual repeat testing matching historical data. Customer does not have an alternate mts abd monoclonal and reverse card to use for testing. Verified cell button and liquid levels appropriate on anti-a well of cards with discrepant result. Customer also repeated testing using same mts diluent in manual gel - results a positive as expected.